Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) did exhibit low shock impedance. The source of the low impedance was not yet known. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Additional information was received that this device was later electively explanted. No adverse patient effects were reported during the procedure. The device was discarded by the hospital staff and would not be returned for reliability analysis.